Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the valved trocar was leaking. The procedure was completed using plugs to avoid the leak. There was no harm to the patient.

Manufacturer narrative:
Two opened 23 ga trocar hub/cannula assemblies were received for the report of ¿valved trocars were leaking.¿ the returned samples were visually inspected using 15x - 20x magnification and both were found to be nonconforming with damaged septums. Five 23 ga valve entry component lots, manufactured jan-2014 to mar-2014, were used to make up the final lot. A device history record review for each of the component lots was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination indicates that this is the first complaint received against the trocar component lots. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. These complaints will be reviewed and monitored at regular intervals for future trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A sample has been received but has not yet been evaluated. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).